Manufacturer narrative:
Received 50pcs 456087p/b201034p for evaluation. No samples were received for 456087p/b200936l and 456087p/b200833n. Received customer picture. The complaint cannot be determined for material/batches 456087p/b200936l and 456087p/b200833n. Samples of material/ batch 456087p/b201034p were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. No deviations could be observed in the samples. Additional testing on some of the samples were evaluated in a blood draw. Gel barriers formed correctly, and good separation was observed in all tested samples when centrifuging using recommended gbo parameters within 2 hours. The appearance of the gel barriers of tested samples is similar to those in previous blood draws. No cloudiness in the plasma as described by the customer was observed. Therefore, the complalint on material/batch 456087p/b201034p is not duplicated. Corrected data: h3: received samplesof 1 batch; h6: type of investigation. Investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. More information and samples are requested from the customer. Once more information is obtained and the investigation completed, a supplemental report will be filed.

Event description:
Customer states there is cloudy plasma which may be affecting results. Customer advises that this affects high sensitivity troponin: 1st example: initial result was 234 and the pour off re-spin was <6; 2nd example: initial result was 86 and the pour off re-spin was 18. The centrifuge in use is statspin express 4. No samples available except b201034p.